Manufacturer narrative:
Product evaluation: the device was not returned. Potential cause: the cause of the damage is most likely due to hard bone when the screw was inserted but cannot be determined since there is no information available regarding how the screw was being used or handled at the time of the damage. Device history record review: since the lot number was not provided, therefore a DHR review could not be conducted a supplemental report will be submitted if new information is received that changes the information provided in this report.

Event description:
On (B)(6), 2023, two baby gorilla locking screws (2.0mm x 36mm & 2.5mm x 28mm) were reported broke during a female patient's navicular fracture revision on (B)(6), 2023. It was the first set of screws that were placed in the patient who was a college athlete. The screws were extracted using a special screw removal kit and discarded. The surgery was completed successfully but was postponed for more than 30 minutes. This is report 1 of 2.

Event description:
Two baby gorilla locking screws (2.0mm x 36mm & 2.5mm x 28mm) were reported broken during a navicular fracture revision. It was the first set of screws that were placed in the patient. The screws were extracted using a special screw removal kit and discarded. The surgery was completed successfully but was postponed for more than 30 minutes. This is report 1 of 2.

Manufacturer narrative:
Additional information, d4: UDI. Correction: b5.